Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Failure analysis on the returned user interface assembly shows that the damaged switch pcba cable housing connector and lcd cable housing connector created the unit would not power on.